Event description:
It was reported that the user experienced prolonged low glucose readings that continued to drop over several hours despite repeated oral glucose intake while using the ilet system, with no associated alerts or alarms reported and cause unclear. Symptoms included hypoglycemia. Outcomes included no hospitalization and no long-term impairment reported. Investigation included outreach to gather additional event details and blood glucose questionnaire information. Investigation of this case revealed that the cause and device contribution remain undetermined, with no specific device component or malfunction identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.